Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging machine fails performance check/reads error messages. The device was returned to a third party for a further evaluation. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation, and foam particles were visible. The device was scrapped.